Manufacturer narrative:
Upon receipt by mentor, the gel contained in the device appears clear. Red material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 12 cm and a crease located on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red material found on the device. A manufacturing record evaluation (mre) of lot number 5563323 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: 450cc mentor memorygel breast implant catalog: 3504504bc, lot: 5582615, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation with two 450cc mentor memorygel breast implants, experienced right side rupture post-operatively. Rupture was confirmed by MRI. As a result, the patient underwent bilateral removal on (B)(6) 2019.